Event description:
Unit reported as having high stimulation output when using 2p interferential. No reported injury treatment and/or post injury treatment was noted from the complainant.

Manufacturer narrative:
Unit was found to have intermittent stim operation. Replaced stim board.